Event description:
In accordance with title 21 part 803, subpart 81 803.22(b)(2), this letter is to notify and provide you the information (B)(6) received on 17oct2024 which reported that after a lead extraction procedure had been completed, the patient's blood pressure dropped. During the sternotomy, the injury was discovered at the right ventricular (rv) apex, where a j&j medtech biosense webster pacing catheter had been placed and was visualized at the area of injury. A lead extraction procedure commenced to remove a boston scientific bi-ventricular system due to non-function. There were three active leads, and four abandoned leads (implanted as far back as 2002) present in the patient. A j&j medtech biosense webster pacing catheter was inserted to temporarily pace the patient. With use of spectranetics lead locking devices and a spectranetics glidelight laser sheath, the three active leads were successfully extracted, and then the abandoned right ventricular (rv) lead was removed. Immediately after the abandoned rv lead was taken out, the patient's blood pressure began to drop and an effusion was detected, and a sternotomy followed. An rv apex micro-perforation was discovered, and the biosense webster pacing catheter was visualized in the area of the perforation. No other area of injury was identified. The perforation was repaired, the patient was placed on bypass, and the remaining leads were manually removed while the chest was open. The patient survived the procedure. Although spectranetics devices were used during the lead extraction, the glidelight did not lase at the rv lead tip, nor was there any other evidence of injury other than where the biosense catheter was visualized. (B)(6) is not the manufacturer nor importer of the biosense webster pacing catheter. The manufacturer of this device is j&j medtech. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).